Event description:
A malfunction alarm was reported with the pump during use, specifically alarm 20, which had not been previously reported for this pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them through the proper loading technique for a new cartridge, but the cartridge alarm recurred, preventing resumption of insulin therapy. Consequently, the decision was made to replace the pump, which was still under warranty. The customer was instructed on how to return the faulty pump and switch to multiple daily injections as a backup insulin therapy method while awaiting the replacement. Technical support ensured that the customer knew how to put the pump into storage mode before returning it.